Event description:
It was reported that during implant there were issues with regard to the impedances. Impedances read >4000 ohms, >10000 ohms, and >20000 ohms. They attempted to read the impedances 3.0v, but the patient started shaking, so the impedance test was stopped. All high impedances were on 6 and 7. It was also noted that the clinician programmer stalled when reading the impedances toward the end of the reading. A second clinician programmer was tried. Further troubleshooting and options were being considered.

Manufacturer narrative:
(B) (4).